Event description:
It was reported the external neurostimulator (ens) was turned on (B)(6) 2014 and 3 days later, the device stopped working spontaneously. There was no alleged product issue and no action was required as a result of the event. A new ens system was provided for the patient on (B)(6) 2014. The patient status at the time of report was alive with no injury and no patient symptoms were reported. Additional information reported a new lead was implanted due to relative ineffectiveness. Additional information has been requested on lead replacement but was not available. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 309328, lot# 0208490642, implanted: (B)(6) 2014, product type: lead. Product ID: 309328, lot# 0208490642, implanted: (B)(6) 2014, product type: lead. (B)(4).